Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of issues with customer's low and high blood glucose levels. The husband states the customer woke up with low levels and believes the wrong buttons may have been pressed due to customer's neuropathy in hands. The customer states they are brittle diabetic and have had to go to the hospital before for high blood glucose. The customer states their levels have dropped down to 40mg/dl. The customer's level at the time of incident was over 300mg/dl. The customer's most current level is 115mg/dl. The customer states they treat with pump and manual injections. Troubleshoot for the high was conducted. The customer is being sent tubing clamp in order to conduct high pressure test and complete troubleshoot. The customer also mentioned being hospitalized for low blood glucose. The customer was not able to provide additional information due to not feeling well and ending troubleshoot. The customer will call back at a later time.